Event description:
It was reported that the patient's right ventricular (rv) lead exhibited loss of capture at eight volts, and high thresholds. The patient experienced fatigue and shortness of breath. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.